Manufacturer narrative:
Evaluation summary: based on the condition of the returned hex drivers, it is apparent that the torque required to remove the hinge post extension exceeded the torque level that the hex drivers could withstand. Laboratory testing of the rotating hinge knee implants has found that the torque to remove the hinge post extension is more than the tightening torque, but was well within the failure limit of the hex drivers when the initial tightening torque is to the specified 130 in-lbs. Based on the available information, a potential cause for the inability to remove the hinge post extension could have been caused by tightening the hinge post extension past the specified 130 in-lbs during the initial surgery. However, with the available information this could not be determined. As returned, the tip of the instrument from lot 60931924 appears to have failed in a torsional manner. This failure is a previously addressed design issue. A field notification was sent out emphasizing the correct amount of torque needed to tighten the hinge post extension. A portion of the hex feature on the instrument from lot 60078197 has fractured off the device. The remaining hex feature has been twisted. The device history records were found to be conforming and met print specifications where could be measured. The instruments have potential field ages of 1.5 and 5 years.

Event description:
It is reported that the hex drivers fractured during use.